Event description:
The caller alleged a discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.3, laboratory inr: 4.0. Therapeutic range: 2.5 - 3.5. The time between testing was two and one half (2.5) hours. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system. (Monitor) model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. The 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. (B)(4). Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device. Investigation/conclusion: the monitor associated with the complaint was returned. The customer's complaint of a discrepant low result was not replicated during in-house investigation. The retain strip testing results met both accuracy and strip repeatability criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. The returned monitor met functional and thermistor testing requirements during investigation. The monitor memory was reviewed. The inratio inr result of 2.3 was found on the reported date of occurrence. The impedance curve associated with the customer's result of 2.3 was statistically analyzed and exhibited a weak slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with a weak slope change can cause discrepant results. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, elevated plasma proteins) can contribute to weak slope change impedance curves. It is unknown if the customer had any conditions that would interfere with the test. Further investigation is documented under CAPA-(B)(4).

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: as of 05/12/2015, the product has not returned for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. If the device is returned, an evaluation will be performed and a supplemental report will be submitted.